Manufacturer narrative:
Upn- search corrected from (B)(4)- mustang - pi - cmc - (B)(6) (peripheral interv) - (B)(4) to (B)(4) - mustang 6.0 x 40, 75cm - (B)(4). Upn corrected from (B)(4) to (B)(4). Describe event or problem updated and corrected. Device lot number, device expiration date, device manufactured date updated. (B)(4).

Event description:
It was further reported that during the first inflation at 18 atmospheres, the balloon ruptured. Only one balloon rupture occurred and that MDR ID 2134265-2017-06369 is a duplicate of this complaint.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. During preparation of a mustang balloon catheter the balloon ruptured. No patient complications were reported and the patient's status was good.